Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the image disappeared. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. Image disappeared during pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Based on the returned condition of the device, the telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter was observed to be within the product specification. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. The lap joint hole was on the outside section of the bond junction. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. Ic windup was found within the telescope section of the device. No other issues or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).